Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing intermittent elevated blood glucose (bg) level of "high" per the continuous glucose monitor. Cause was not known. Customer experienced vomiting due to bg level. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.